Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4 (expiration date, UDI #), g3, g6, h2, h3, h4, h6, h11. The reported event was confirmed by review of x-rays. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the visit 2 ap radiograph shows radiolucency at the distal femoral stem metal-bone interfaces consistent with loosening. Findings of loosening of the distal femoral stem are consistent with instability. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) d10: 11-301353 arcos con sz c hi 80mm 071120. G2: foreign: australia. Suggested component code: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip revision approximately 15 years post implantation due to implant fracture of femoral component. The revitan stem was exchanged along with competitor head and liner. Competitor cables used for osteotomy. The patient was implanted with an arcos stem. The patient was revised a second time due to implant subsidence and instability. The arcos products were explanted. No additional information is available.